Event description:
There was cuff leak shortly after it was changed; doctor discovered there are two small breaks on product. Customer reported no patient involved. Covidien has requested confirmation related to patient involvement, information to date suggest that the issue was discovered following routine replacement however, pending confirmation. As of today, there is no information suggesting that decannulation/recannulation of a replacement tube was required due to the reported issue.

Manufacturer narrative:
The sample is expected to be returned.